Event description:
A home patient's spouse contacted baxter's technical service center for assistance during drain 2/3 of the home patient's automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, the home patient had disconnected his transfer set from the patient line of the home choice set during therapy. It is unknown whether or not the home patient ever reconnected. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per a nurse at the home patient's dialysis clinic.